Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a fracture of the insulation and conductor wire. The lead was surgically abandoned and replaced with another guidant defibrillation lead. It was reported that this implantable cardioverter defibrillator (ICD) was damaged during the lead replacement procedure and was replaced with another guidant ICD. There were no patient symptoms reported with this clinical observation.